Event description:
Device 4 of 4; reference MFR report: 3008829311-2017-00686, reference MFR report: 3008829311-2017-00687, reference MFR report: 3008829311-2017-00688. Additional information obtained revealed x-rays were taken and it appeared as the lead placed at the left l1 level has migrated and is possibly fractured. Also, diagnostics showed impedance issues with the lead. Surgical intervention may take place at a later date.

Event description:
Device 4 of 4: reference MFR report: 3008829311-2017-00686, reference MFR report: 3008829311-2017-00687, reference MFR report: 3008829311-2017-00688. It was reported the patient desires to have her system removed. Patient claims physician informed her she has a "defective lead", but was unclear as to the nature of the defect. Surgical intervention may take place at a later date.